Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s nurse reported via phone call that they were hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2018 with blood glucose was over 600 mg/dl. The current blood glucose was unknown. The customer does not allege pump was under delivering. The customer was treated with insulin pump and intravenous insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer declined to continue pump troubleshooting. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer performed high pressure test and was passed. The insulin pump will not be returned for analysis.